Manufacturer narrative:
Controls were run on the meters every twenty-four hours and passed. The customer believed the issue was caused by inform ii meter firmware update which they completed last year. The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Event description:
The initial reporter received questionable glucose results for an unknown number of patients from 26 different accu-chek inform ii meters and 4 different accu-chek inform ii test strip lot numbers. The meter serial number were requested but were not provided. The specific strip lot used for each comparison was requested but could not be provided. This medwatch is for strip lot 478497. Refer to the medwatchs with a1 patient identifiers (B)(6) through (B)(6) for all the strip lot numbers involved. The tests were performed right after another on the same meter. (B)(6).